Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device. The reported cracked hub was confirmed. A proxy 20/30 indeflator, filled with water was used in attempt to pressurize the sds and fluid leaked out of the crack in the hub. The investigation determined the reported cracked hub appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0x28mm xience sierra rx stent delivery system (sds) hub cracked when it was connected to the indeflator. Another same size xience sierra rx sds was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that fluid leaked out of the crack that was noted in the hub.